Manufacturer narrative:
(B)(4). Additional information was received and the following was obtained: what was the name of the procedure? Cyst removal. What tissue layer was the vicryl suture used on? Subcutaneous. What was the condition of the tissue (normal, diseased, calcified)? Normal. Were xrays taken to determine the location of the needle tip? Yes. What tissue/ structure is the needle tip retained in? Subcutaneous. What is the surgeon opinion as to the relationship of the suture to the patient infection? None. Do you have the other portion of the needle or sample of lot mb5812 for return testing at ethicon? No. Does the surgeon plan to remove the needle tip? And what date is planned procedure? No. Patient age, weight, gender, other medical conditions? Current condition of the patient? Unknown. The following information was requested but unavailable: can you clarify the lot number involved? Mb5812 is not a valid lot number.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue layer was the vicryl suture used on? What was the condition of the tissue (normal, diseased, calcified)? Were xrays taken to determine the location of the needle tip? What tissue/ structure is the needle tip retained in? What is the surgeon opinion as to the relationship of the suture to the patient infection? Do you have the other portion of the needle or sample of lot mb5812 for return testing at ethicon? Can you clarify the lot number involved? Mb5812 is not a valid lot number. Does the surgeon plan to remove the needle tip? And what date is planned procedure? Patient age, weight, gender, other medical conditions? Current condition of the patient? Maude report #: mw5082952.

Event description:
It was reported via mw5082952 that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the tip of the suture needle broke off while closing with internal suture on the left upper back and unable to remove the needle. The patient has been referred to a general surgeon. Additional information has been requested.